Event description:
The patient underwent a pump exchange on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported driveline fault, low speed and pump stop events; however, a specific cause for this event could not conclusively be determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The report of damage to the driveline could not be confirmed as no photos were submitted for review and no product was returned for evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log files contained data from on (B)(6) 2021 and from on (B)(6) 2021. The file captured driveline fault alarms on (B)(6) 20021. The driveline fault alarms did not interrupt pump function. The patient¿s controller was exchanged per technical services representative¿s recommendation. The pump operated as intended until on (B)(6) 2021, when the file captured multiple driveline faults within the file. In addition, starting on (B)(6) 2021, low speed and pump stop events were observed until the end of the file. The pump stop events were associated with low speed and low flow hazard alarms. The low speed and pump stop events were observed while the patient was supported by both the mobile power unit (mpu) and battery power. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 liters per minute (lpm). Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28dec2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline repair was captured under MFR# 2916596-2018-04754. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2916596-2021-00300. It was reported that the patient was having driveline fault alarms in the morning. The patient was having alarms regardless of power source and denies trauma to driveline but there are multiple visible tears along the driveline along with one area that shows visible wires in the driveline. The driveline was also twisted to the point where it double backed on itself. The system controller was exchanged and the alarms resolved afterwards. Additional log files were submitted that revealed 25 disconnects. The patient called stating they had low flow alarms and then went into shock at home and received an ICD shock for ventricular tachycardia/fibrillation. The pump was off and was unable to be restarted. The log file captured driveline fault alarms, low speed events, and pump stops that occurred while using the mpu. It was reported that the patient my be re-implanted if they follow commands. The patient is currently being supported on ECMO and the lvad has been disconnected. The patient has a history of non-compliance so it is being discussed whether another lvad will be implanted at this time. The pump reportedly functioned as expected until it was off.